Manufacturer narrative:
One epidural minipack with clamp was returned for analysis in unused, unopened condition. The unit was visually inspected; no damage or deformation noted. The blue piston was observed to be fully formed without any damage. Function testing was performed with no leakage noted. The tuohy needle was visually inspected with no damage, occlusion or deformation noted. Based on the evidence, there was no fault found as the complaint was not confirmed.

Event description:
Information was received indicating that perforation of the dura mater of the spinal cord occurred while attempted placement of a smiths medical portex® epidural minipack. It was reported that the syringe lost resistance during this time leading to full "total rachi." The patient was sent to the ICU with vital monitoring for three hours and observation with oral-tracheal intubation for 24 hours. The patient was reported to have refractory insufficiency but the condition was observed to regularize. Fortunately, the patient recovered with no further adverse effects.